Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the impedance trend had been under 300 ohms consistently and then was 239 ohms and thresholds were 1 v. The patient was pacemaker dependent. A lead warning was noted on the device for the ventricular lead. Review of manufacturer's database later revealed the patient had died approximately 6 weeks later. The cause of death has been requested and not received. There is no allegation from a health care professional that the death was device related.